Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient's intestine was slightly scratched due to the wrinkle of the insertion tube during colonoscopy using the subject device. The facility had successfully completed treatment for the scratch during the procedure and the patient was discharged after the procedure.